Event description:
High impedances were noticed during implant surgery. The lead was revised the middle of 2008. The battery depleted after only six months with normal parameter settings (3.9 volts/300 isec/50 hz/ 1program+garded cathode/24 hours a day). The stimulator was replaced. The patient received very good stimulation coverage at 3.9 volts.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.